Manufacturer narrative:
The impella cp was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a 73 year old caucasian female presenting with st-segment elevation myocardial infarction (stemi) with ejection fraction (ef) 50%. The impella cp pump was inserted in the right femoral, patient taken to the operating room (or) for coronary artery bypass graft x 3 (CABG). Impella cross clamped while on pump. After cabgx3, cross clamp removed and impella turned back to p1 while still on pump. Impella pigtail noted to be through ventricle. The pigtail was sticking out of the left ventricle (lv), so the doctor had to surgically patch the lv hole. There was blood loss and many units were given.

Manufacturer narrative:
The root cause of the ventricular perforation was unable to be determined without further clinical information.